Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the reported event of low flow, low voltage, and lvad fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(4). The log file captured brief (less than 5 seconds) pump stops on january 23 (11:29 pm) and january 25 (12:52 am and 3:35 am). These types of events have been linked to potential electrostatic discharge. The system recovered to the set speed limit of 5,300 rpm after each event and the low flow alarm cleared. On january 25 at 12:58 pm, a low power advisory alarm became active that appears to be related to a decrease in voltage supply from the mobile power unit, which captured the value as low as 11 volts. From 12:58 pm to 1:01 pm, the low voltage/low speed hazard/low flow hazard/lvad fault alarm was active with the pump speed value operating from 1,550 to 3,400 rpm. The driveline was disconnected at 1:01 pm, which appears consistent with the reported system controller exchange. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the low flow, low voltage, and lvad fault captured in the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months (calculated from the date when the system controller was issued to the patient). The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the system controller displayed pump flow from 4.8 lpm to 25.5 lpm when the patient was sleeping. A low voltage advisory alarm occurred and a few seconds later, the displayed flow was 0 lpm. The patient was switched to the backup system controller and no further alarm was noted. It was reported that there was no pump interruption due to the event. The patient was stable and discharged home. No additional information was provided.